Event description:
d that the patient had experienced infusion set tape not sticking event due to insufficient glue on tape on (b)(6) 2026.

Manufacturer narrative:
E1:Patient City: (b)(6).Patient Country: Spain.Name: Medtronic Minimed,Country: United States of America,Address Line 1: 18000 Devonshire Street,City: Northridge,State: California,Zip Code: 91325. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 8021545.